Event description:
Decreased range of motion [joint range of motion decreased]. Swelling in both knees [knee swelling]. Pain in both knees [knee pain]. Aspirated both knees and got out 115 cc of cloudy fluid from the left knee and 70 cc of cloudy fluid out of the right knee [joint effusion]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from other health professional (medical assistant) from united states. This case involves a (B)(6) female patient who experienced swelling in both knees, decreased range of motion and pain in both knees (latency: within 24 hours) and aspirated both knees and got out 115 cc of cloudy fluid from the left knee and 70 cc of cloudy fluid out of the right knee (latency: 3 days), after she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient had received synvisc one previously, but it was unknown to the reporter whether the previous synvisc one was given in both knees or just one knee. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2018, the patient was treated with synvisc one (hylan g-f 20, sodium hyaluronate) injection, at the dose of 48 mg (lot: 7rsl001, expiry date: 31-dec-2019) in both knees, for knee pain. After receiving the bilateral knee injections of synvisc-one, within 24 hours, the patient developed a serious reaction in both knees, described as swelling (joint swelling), decreased range of motion (joint range of motion decreased) and pain (arthralgia). On (B)(6) 2018, the patient returned to the orthopedic practice and the doctor aspirated both knees, and got out 115 cc of cloudy fluid from the left knee, and 70 cc of cloudy fluid out of the right knee. The fluid aspirated from the knees was sent out for laboratory analysis, but the results of the analysis were not back yet. The patient was injected with a corticosteroid in both knees, following the aspiration of the knees. Final diagnosis was pain in both knees, decreased range of motion, swelling in both knees and aspirated both knees and got out 115 cc of cloudy fluid from the left knee and 70 cc of cloudy fluid out of the right knee. Treatment included aspiration of both knees and the patient was injected with a corticosteroid in both knees for swelling in both knees, decreased range of motion and pain in both knees. The outcome was unknown for aspirated both knees and got out 115 cc of cloudy fluid from the left knee and 70 cc of cloudy fluid out of the right knee; not recovered/not resolved for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with gptc number (B)(4). The production and quality control documentation for lot # 7rsl001, expiration date (2019-12-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl001 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-sep-18 there are (B)(4) complaints on file for lot # 7rsl001 and all related sublots. 9 complaints are on file for lot# 7rsl001: (B)(4). Sanofi will continue to monitor complaints as stated in sop (B)(4) to determine if a CAPA was required. Seriousness criteria included medically significant for swelling in both knees and intervention required for swelling in both knees, decreased range of motion and pain in both knees. Additional information was received on 24-sep-2018. Investigation summary was processed.